Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. The field experienced of eol was confirmed. A longevity calculation was performed and the battery voltage was lower than expected based on available archive data.